Event description:
When placing an IV #20 the anti bleed back valve malfunctioned and blood immediately flowed out when needle was retracted lot # 4237744. This resulted in an eventual recall for valve failures manufacturer response for IV 20g, cathena IV (per site reporter) resulted in recall.